Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received one treatment from the lifevest. It was reported hospital staff performed resuscitation efforts. Per flag file review the patient received one lifevest treatment on (B)(6) 2021 at 02:22:30. The specific rhythm at the time of the treatment events is unknown because the ECG recordings are not available for review on the day of the defibrillation. The recordings were available up until 01:31:24 on (B)(6) 2021. Reporting event out of an abundance of caution.